Manufacturer narrative:
(B)(4) . The customer support engineer (cse) evaluated the ventilator and was unable to duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations and was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, the ventilator generated a severe occlusion alarm. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.